Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer alleged pump delivered too much insulin. Customer's blood glucose (bg) was 37-76 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support reviewed pump history and the customer confirmed that the correction factor in the personal profile settings had been incorrectly entered and was cause of the event. Customer reported to be legally blind and confirmed that the incorrect setting was due to use error.